Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that an inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD) after it detected and treated a ventricular tachycardia event. No intervention was performed. The patient was in stable condition.